Event description:
The customer reported approximately five milliliters of clenz solution leaked onto the counter during quality control (qc) involving the coulter lh 750 hematology analyzer. The fluid was contained within the instrument. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked from a worn tubing at pinch valve vl4b. The fse replaced the tubing and resolved the reported issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).